Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0lcyp, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient had a damaged lead that caused the patient's symptoms to return. High impedances were seen at their doctor's appointment. At the revision, the lead fractured completely during the removal and 4 electrodes were left in place. The doctor attempted to remove the fractured portion of the lead under x-ray, but they were unsuccessful. It was noted that the issue was resolved at the time of the report, and the patient's lead was replaced. The patient was implanted for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s device from 2014 was replaced in 2016 because the device was causing them a lot of back and leg pain and was not functioning properly. The patient noted that they could not walk due to the pain. The caller noted the pain would come and go. The healthcare provider eventually replaced the device and in surgery they found the lead had migrated into the spine. The lead was still located in the spine because neurosurgery is needed to remove it. The patient mentioned being about 5-6 months pregnant when these issues occurred and had to have a vaginal delivery. The patient¿s device was replaced after they healed from giving birth. The caller stated the lead broke where the electrodes were and migrated all the way up to their spine, and they believed that childbirth aided this. No further complications were reported.

Manufacturer narrative:
B3: event date is approximate. H6: due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Continuation of d11: product ID: 3889-28, lot#: (B)(6), implanted: (B)(6) 2014, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 2018-06-27, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.